Event description:
It was reported that, 2 weeks later of primary bha, the head came off from the stem trunnion. A surgeon noticed it during surgeon's rounds. The patient has been a dementia. Therefore, the surgeon thought that the root cause of the dissociation was related to the patient. Additionally, the surgeon thought that the patient did not keep his medical advice in the future also. Therefore, he removed all implants without any replacing.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(4) in height. An event regarding dissociation involving an accolade stem and metal head ((B)(4)) was reported. The event was not confirmed. A review of the medical report stated that: in this case the inner femoral head has separated from the stem taper with the result as visible on the available x-rays. The clinician could not determine the exact root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The root cause could not be determined however it is noted that the patient was non-compliant due to dementia. Further information such as return of device and patient follow up notes would be helpful in investigating this event further.

Event description:
It was reported that, 2 weeks later of primary bha, the head came off from the stem trunnion. A surgeon noticed it during surgeon's rounds. The patient has been a dementia. Therefore, the surgeon thought that the root cause of the dissociation was related to the patient. Additionally, the surgeon thought that the patient did not keep his medical advice in the future also. Therefore, he removed all implants without any replacing.